Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While the patient was taken to get a CT scan with bone fiducials, the robot was shut down and then restarted once the patient was back in the room. The new scan was loaded in and merged and the patient was reconnected to the robot. The option to start marker registration was clicked and as the pedal was moved closer to the surgeon's feet, there was a communication error and the robot shut down. The occurred at around 3:53pm. The robot was restarted, and the patient was registered using bone fiducials. The case continued as planned until approximately 6:15pm when there was another communication failure and the robot shut down. This time, the arm was had been positioned on the trajectory named "19ld" which was the 12th trajectory that was implanted during the surgery, and the robot had just been put into free and fast mode for the surgeon to move the arm out of the way. Before anyone touched the arm, that is when the communication failure happened. Due to how posterior the trajectory was, the robot arm was more twisted than usual, but had no problems moving axially when the surgeon drilled and implanted the bolt. Overall, the case was only delayed about 15 minutes due to restarting the root twice.

Manufacturer narrative:
It was reported that two communication errors occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the first communication error is due to a known design defect. The technical root cause of the second communication error is an overload due to a user error. Corrected data: date of this report, date received by manufacturer (additional information), if follow-up, what type, device evaluated by manufacturer, evaluation code.